Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right atrial (ra) lead was noted with high, out-of-range pacing impedance. Chest x-ray revealed clavicular crush of the ra lead. Intermittent capture and several episodes of noise were also found. The patient saw the cardiologist on (B)(6) 2020 to discuss atrial lead replacement. The cardiologist decided to have the patient seek advisement on breast reduction before lead replacement. The device was reprogrammed to vvir. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray analysis found the lead body to be compressed with the outer coil found to be fractured/broken and damage to the inner insulation exposing the inner coil consistent with clavicle crush forces. The insulation was cut at 15.7 cm and 16.5 cm from the connector pin. As received, signs of compression were noted at 20.0 cm to 21.5 cm from connector pin. The outer coil was found to be compressed/fractured/broken resulting in damage to the inner insulation exposing the inner coil. All damages in region are consistent with damage caused by clavicle crush forces. The reported events were isolated to the broken/fractured outer coil and breached inner insulation that exposed the inner coil in the clavicle crush region consistent with clavicle crush forces.

Event description:
Additional information received noted that the patient presented for a right atrial lead extraction and reimplant. The lead was explanted and replaced. There was visible damage noted on the lead both under fluoroscopy and upon visual inspection after removal. The patient was stable.